Event description:
It was reported that during a lobectomy procedure, the device would not open after the 3rd firing. It was pryed open and removed. The case was completed with another device. There was no patient consequence.

Manufacturer narrative:
H6: damage release button. One device was returned with the handles opened at the proximal end. The device was loaded with a partially fired cartridge with no visual non-conformances. No functional test could be performed as the clamping mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the release button post was broken; no other anomalies were noted. It should be noted that before disassembling the instrument, the device was manually opened without any difficulties. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.